Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8835, serial# (B)(4), product type" programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) and consumer via implantable systems performance registry (ispr) regarding a patient receiving intrathecal compounded baclofen via an implanted pump. The pump's indication for use (IFU) was listed as malignant pain. Per the pump logs, the pump was examined on 09/04/2014 (last changed (B)(6) 2015) and the patient was receiving compounded baclofen 200 mcg/ml (dose 124.96 mcg/day), dilaudid 4 mg/ml (dose 2.4993 mg/day), bupivacaine 30 mg/ml (dose 18.744 mg/day) and clonidine dose 200 mcg/ml (dose 124.96 mcg/day) in simple continuous mode. The lot number of the compounded baclofen was unknown. The pa dose was increased 82%. The pump status after update on (B)(6) 2015 showed the daily dose change was a 20% decrease and the pa dose was increased 103%. The patient experienced sedation secondary to intrathecal (it) medications. The programming date from the most recent refill prior to the event was (B)(6) 2015. Interventions included reprogramming on (B)(6) 2015 and the event resulted in an unscheduled office visit. The patient reported sedation and the date of test was (B)(6) 2015. The outcome was resolved without sequelae on (B)(6) 2015. The event etiology was related to the device or therapy and drug (hydromorphone and baclofen) and not related to the implant procedure. The drug action that caused the event was an increased dose. It was further noted the patient also experienced sedation secondary to it medication prior to programming date of recent refill on (B)(6) 2015. Again, the patient was reprogrammed on (B)(6) 2015 and the event resulted in an unscheduled office visit. The patient reported sedation and the date of test was (B)(6) 2015. The event etiology was related to the device or therapy and drug (hydromorphone and baclofen) and not related to the implant procedure. This time, there was no change in drug and the outcome was resolved without sequelae on (B)(6) 2015. Per the pump logs, the pump was examined on 10/08/2015 (last changed (B)(6) 2015), the patient was receiving compounded baclofen 200 mcg/ml (dose 159.87 mcg/day), dilaudid 5 mg/ml (dose 3.9967 mg/day), ketamine 150 mcg/ml (dose 119.90 mcg/day) and clonidine dose 300 mcg/ml (dose 239.80 mcg/day) in simple continuous mode. The lot number of the compounded baclofen was unknown. The pa dose was increased 47%; however the daily dose change was 0%. Additional information was received from a physician via psr indicated the patient reported sedation, impaired speech, feeling "drugged up" and unable to hold her head up on (B)(6) 2015. The etiology of the event was related to the device or therapy and not related to the implant procedure. The event was possibly related to the intrathecal medication hydromorphone. The drug action that caused the event was "no change in drug&#56224; the pump logs examined on 10/05/2015 (last changed (B)(6) 2015) and the patient was receiving compounded baclofen 200 mcg/ml (dose 175.18 mcg/day), dilaudid 4 mg/ml (dose 3.5036 mg/day), bupivacaine 30 mg/ml (dose 26.277 mg/day) and clonidine dose 200 mcg/ml (dose 175.18 mcg/day) in simple continuous mode. The pump status after update on (B)(6) 2015 showed the daily dose change was a 14% increase and the pa dose was increased 66%. A bridge bolus was performed and the patient was now receiving compounded baclofen 400 mcg/ml (dose 266.82 mcg/day), dilaudid 6 mg/ml (dose 4.0024 mg/day), bupivacaine 30 mg/ml (dose 20.012 mg/day) and clonidine dose 400 mcg/ml (dose 266.82 mcg/day). On (B)(6) 2015, a single bolus was also performed. It was further reported on (B)(6) 2015, the patient reported feeling unable to walk with sedation. The etiology was related to the device or therapy and not related to the implant procedure. The event was related to the intrathecal mediations hydromorphone, baclofen, and bupivacaine. The drug action that caused the event was increased dose.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.